Manufacturer narrative:
(B)(4).

Event description:
It was reported "fiberoptic ap sensor didn't work correctly. No ap signal from fos sensor. Sensor was not able to zero or calibrate". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. Th patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the investigation was the supplied 40cc driveline tubing. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully un-wrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 5.5cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 64.5cm and 67.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connecter was recessed in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no damage was noted. The cal key was intact. The cal key was examined, and no damage was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized, but the fos was not recognized be-cause of the recessed fos connector. Using lab inventory forceps, the gray fos connector was held in place and the fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed dam-aged central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. No blood was noted within the helium pathway upon receipt of the sample, which indicates that the central lumen damage most likely occurred during/after removal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 64.4cm from the iabc luer end, which is the location of the previously noted bend. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "fiber-optic ap sensor didn't work correctly" is confirmed. During the investigation, fos was noted with a recessed connector; therefore, a light path could not be established between the sensor and the pump. The fos fiber was found intact and functional. Additionally, the iabc was found with a dam-aged central lumen which likely occurred during/after removal. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the recessed fos connector. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "fiberoptic ap sensor didn't work correctly. No ap signal from fos sensor. Sensor was not able to zero or calibrate". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. Th patient's current condition is reported as "unknown".